Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hyperglycemia after announcing a larger than usual lunch in two parts, followed later by hypoglycemia after announcing a smaller than usual dinner while using the ilet. The user subsequently reverted to a backup insulin pump. Symptoms included elevated glucose in the mid to high 200s for several hours and later a low blood glucose without the need for glucagon. Outcomes included transient disruption of glycemic control and a device replacement with return of the original unit pending. Investigation included a review of dosing logs along with user interviews. Investigation of this case revealed user meal announcements that likely did not match actual carbohydrate intake and contributed to the observed glycemic fluctuations. It was concluded that the event was consistent with use related factors tied to meal announcement accuracy rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.